Event description:
Dealer called stating that the l-4b scooter will allegedly stop at any given point while moving forward, but the device will move in reverse. Also alleged is that sometimes the device will not stop. No injury alleged.

Manufacturer narrative:
(B)(4) - the dealer called stating that the consumer was outside on his l-4b scooter when the device stopped moving forward. The consumer was able to move in reverse and allegedly had to drive 1 block in reverse to get back home. The consumer also alleged to the dealer that there have been 2 times when the scooter would not stop, most recent when he was at the post office and the incident almost had him going through a plate glass window. The dealer allegedly replaced the controller in the tiller but the issue continued. The lever throttle was also replaced but the issue continued. The consumer is a very spry and active (B)(6) male per the dealer who worries when he leaves his home on the scooter. RMA (B)(4) has been initiated for this issue. The consumer has received a replacement scooter and the original unit is to be returned to invacare for an evaluation. The malfunction has not been confirmed.